Manufacturer narrative:
Product complaint #(B)(4). Section e1: initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint#: (B)(4). Complaint conclusion: it was reported from a personal interaction that a patient (unknown age or gender) with an history of cardiac valve replacement, underwent a thrombectomy procedure for an occlusion between the m1 and m2 segment of the middle cerebral artery (mca). Per description of the event a 132cm embovac 71 aspiration catheter (ic71132ca/unknown lot), a phenom microcatheter (medtronic) and a solitaire 4x40 (medtronic) revascularisation device were used per the IFU during the procedure. Per details of the procedure, the microcatheter crossed the lesion and the stent was deployed. The embovac aspiration catheter then approached m1 segment with stent support. Aspiration has been performed and although the thrombus was removed, subdural hematoma occurred. Post-procedure it was referred that the patient experienced paralysis, without mentioning any additional details, but that at the time of event communication no neurological symptoms were observable. It was also stated that the patient had poor cardiac and renal functions at the baseline. The physician stated that probably the event is not related to the devices used, however because of the significant change in the vascular course when the embovac was used, there¿s the possibility that this device has a causal relationship with the event. The patient has been hospitalized but no medical treatment has been made. The physician judged the event as non-serious because no neurological symptoms are presently observed. Continuous flush was done. Other concomitant devices are unknown. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Subdural hematoma and neurological deficits such paralysis are known potential adverse event associated with the use of the embovac device and is listed in the instructions for use (IFU) as such. There are patient, procedural, and pharmacological factors that may have contributed with no indication of a device malfunction or defect. There is no evidence to suggest that the reported events are related to the use of the embovac device. However, the relationship between the embovac device and the reported event of cannot be excluded as the pi assessed that there¿s the possibility of the device having a causal relationship with the event. Therefore, the event will be conservatively reported to the FDA with the classification of ¿serious injury¿. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The product lot number is not available. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from a personal interaction that a patient (unknown age or gender) with an history of cardiac valve replacement, underwent a thrombectomy procedure for an occlusion between the m1 and m2 segment of the middle cerebral artery (mca). Per description of the event a 132cm embovac 71 aspiration catheter (ic71132ca/unknow lot), a phenom microcatheter (medtronic) and a solitaire 4x40 (medtronic) revasculazitaion device were used per the IFU during the procedure. Per details of the procedure, the microcatheter crossed the lesion and the stent was deployed. The embovac aspiration catheter then approached m1 segment with stent support. Aspiration has been performed and although the thrombus was removed, subdural hematoma occurred. Post-procedure it was referred that the patient experienced paralysis, without mentioning any additional details, but that at the time of event communication no neurological symptoms were observable. It was also stated that the patient had poor cardiac and renal functions at the baseline. The physician stated that probably the event is not related to the devices used, however because of the significant change in the vascular course when the embovac was used, there¿s the possibility that this device has a causal relationship with the event. The patient has been hospitalized but no medical treatment has been made. The physician judged the event as non-serious because no neurological symptoms are presently observed. Continuous flush was done. Other concomitant devices are unknown.